Manufacturer narrative:
(B)(4). The patient was born in 1955. It is not known the exact age of the patient. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be conducted without item number. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports were filed for the associated event, please see associated report: 0001825034 -2018 -00848. Device remains implanted.

Event description:
It was reported that the patient has been indicated for a total hip arthroplasty revision due to failure of components and poly wear. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.